Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a frame rate error because of a broken interface cable. The interface cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred preoperatively during the select patient/acquire scans task and delayed the surgery by one hour or longer. It was reported that a frame rate error occurred during after the patient was under anesthesia. The medtronic representative visited the site and was able to complete troubleshooting. After the medtronic representative visit, the patient was woken up and the surgeon decided to abort and postpone the surgery. The interconnect cable needed to be replaced. When the umbilical cable was bypassed, the imaging device worked with no error message which confirmed that the interconnect cable was the cause of the issue.